Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl, the customer ate cookies to stabilize bg level. The customer stated the suspected cause for the low bg was due to delivering too much insulin via bolus. The customer declined to troubleshoot with tandem technical support.